Manufacturer narrative:
Investigation results completed on a smiths medical medfusion 3500 pumps. Device arrived with cracked on the top case by the tub holder and cracked right plunger case and broken bottom case. The event log revealed force sensor error. When testing done to duplicate event, all force sensor was within the specifications. What caused the event was isolated to the customer manipulated the pump during its self-test process, by entering the biomed code 2580 as customer was able to clear the force sensor test error. No action was taken to as no fault could be found. Repairs done to replace the cracked cases. The device was re-calibrated and passed all testing.

Event description:
Information received a smiths medical medfusion 3500 pump ' forced sensor." No patient involvement, as event occurred during testing.